Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to duplicate the issue, therefore, no root cause has been established. Device is working properly according to its specifications.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000e ventilator frozen screen while on a patient. The customer confirmed no patient harm associated with this incident.